Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This female experienced sub-acute thrombosis post implantation of 2 cypher select plus stent. Sub-acute thrombosis is a potential adverse event associated with coronary artery stenting. Medical history and risk factors that may have increased her risk for mace included hypertension, hyperlipidemia, obesity and remote smoking. The index procedure was done in the setting of unstable angina; 2 stents were implanted in the distal circumflex. The target site was described as having moderate tortuosity of the proximal segment, 90% stenosis, 15mm lesion length, and reference vessel diameter (rvd) of only 2.2mm. The safety and effectiveness of cypher select plus has not been established in patients with tortuous vessels that may impair stent placement in the region of obstruction or proximal to the lesion. This product is indicated for use in arteries with rvd of 2.25 of 5mm. Thrombosis following stent implantation is affected by several angiographic factors, including rvd less than 3mm. The target lesion was predilated with a 2.0/14mm balloon, which appears to have caused a dissection because the database states, that the cypher stent was implanted for "dissection". Post deployment of the 2.25/18mm cypher stent, the end result was "satisfying" and timi iii flow had been restored; however, 30% residual stenosis remained. Asa and plavix, started before the intervention, were continued. Four days later, the patient experienced chest pain and returned to the cath lab. Angiography identified thrombus in the previously stented segment; unsuccessful treatment was described as "impossible recanalisation". As reported, the event "resolved with sequels". The product could not be returned; it remained implanted. A review of the mfg records indicated that the product met quality requirements for product acceptance. With the available info, vessel/lesion characteristics (small vessel with sub-optimal result post stent deployment) may have contributed to the event.

Event description:
Four days post index procedure, while still in the hospital, the patient experienced angina pectoris. An ECG was performed and thrombus was observed in the stent. The patient was admitted with unstable angina pectoris in 2007. The patient had a moderately tortuous, de novo lesion in the distal circumflex. The lesion was type b1, irregular and concentric. The lesion was 15mm in length and vessel diameter was 2.2mm. The lesion was pre-dilated with a balloon at 12 atm and then a 2.25 x 18mm cypher select plus stent was implanted at 12 atm. The patient's medications include the following: aspirin (pre, intra and post procedure), clopidogrel (pre, intra and post procedure), anticoagulants (pre, intra and post procedure), statins (pre and post procedure), ace inhibitors (pre and post procedure), aggrastat (intra procedure), heparin (intra procedure) and beta-blockers (post procedure).